Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as: 2134265-2012-06837. Same patient as: 2134265-2012-0255. It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2010, the patient presented with mid sternal chest pain radiating to left arm associated with nausea and vomiting. The subject was subsequently diagnosed with stable angina (ccs class- 3) and cardiac catheterization was recommended. The de novo target lesion being treated was located in the ramus. The lesion was 70% stenosed, 3.0mm in diameter and 10mm long. The lesion was treated with direct stent placement of a 3.0x12mm taxus liberte stent. Residual stenosis was 9%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, during the event of angina pectoris, a 3.00x12mm promus element was implanted in ramus. In (B)(6) 2012, the patient expired due to unknown cause. At the time of the event, the patient was taking aspirin and study drug prasugrel was withheld. The date last taken with regards to the study drug was in (B)(6) 2012. Per the physician summary dated (B)(6) 2012, the patient died at home and the patient's obituary was discovered in the local newspaper in (B)(6) 2012.